Manufacturer narrative:
Visual receipt inspection: received one (1) used, stand alone, cl-10, chemolock¿ bag spike; lot# is unknown. One (1) new cl3361, 42" (107 cm) appx 5.2 ml, admin set w/20 drop in-line chamber, chemolock¿, spiros®, bag hanger, drop-in red cap; lot# 3468183. One (1) used, empty bag hospira 150 ml 0.9% nacl - one (1) used dry spike chemolock connector - one (1) used cl3361, 42" (107 cm) appx 5.2 ml, admin set w/20 drop in-line chamber, chemolock¿, spiros®, bag hanger, drop-in red cap; lot# unknown - one (1) used IV set, model unknown, (connected to one (1) used spinning spiros) - one (1) used, empty baxter 100 ml bag. The one (1) used cl-10 had no visible anomalies present. The one (1) used cl3361 attached to the cl-12 device had no visible anomalies present. The cl-12 device had no visible anomalies present. It was noticed that the 150 ml bag was not securely attached to the cl-12 device when received. The port was not attached all the way onto the shoulder of the spike (flush with the base of the spike). The one packaged cl3361 device had no visible anomalies present. Functional testing: the cl-12 was removed from the 150 ml bag. The bag was filled with water. The returned cl-10 device was then attached to the bag by attaching the bag port all the way flush over the shoulder of the cl-10 spike. The packaged cl3361 with the roller clamp in the off position was then attached to the cl-10. The roller clamp was then opened and water flowed through the cl-10/cl3361 until empty. No leaks or bag separation occurred. Final analysis summary: the reported product problem for cl-10 separating/leaking from the 150 ml bag port could not be replicated/confirmed. There was no separation/leakage found between the spike/bag port connection as long as the port was securely attached over the shoulder flush with the base of the spike of the cl-10. ICU medical will monitor and trend.

Event description:
Complaint received regarding one cl-10, report states: the cl-10 was in the bag from the pharmacy they added the secondary set. Back primed the line and the cl-10 slipped out of the bag and caused a spill. Unprotected chemo exposure reported. No adverse patient consequences reported.